Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Event description:
This is an international report of a homechoice (hc) machine that sounded system error (se) 2240 during dwell 5/5. The home patient (hp) was connected to the machine. Technical service representative (tsr) explained to hp that air has entered during setup. The tsr had the hp close the catheter and clamps and recycle power. The tsr advised the hp to end therapy. The hp had to complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.